Event description:
During an implant procedure, the helix of the right ventricular (rv) lead was not smoothly extending and retracting as anticipated. The rv lead was explanted and replaced to resolve the event. The patient was stable.